Event description:
During a remote follow up, oversensing was observed on the device. Technical support was contacted and it was suspected the oversensing was due to p wave or myopotentials. Technical support recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.